Event description:
It was reported that the patient's pacemaker had a power on reset that was retriggered from a prior power on reset that was still in the device memory. The patient came into the clinic to have the pacemaker programming reset and the pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.